Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The patient contacted baxter's technical service center regarding feeling overfilled, which occurred on the homechoice (hc) during use during dwell 4 of 5. The patient stated he bypassed the remainder of drain 3 of 5 due to a low drain volume alarm and now felt overfilled and was having difficulty breathing. The technical service representative (tsr) assisted the patient with a manual drain. The patient stated before calling the tsr, he panicked and disconnected from the patient line, and drained some of the solution into the tub. The patient then reconnected to the patient line. The tsr advised the patient to inform the registered nurse (rn) of feeling full and disconnecting and reconnecting to the patient line. Draining relieved the symptoms. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the patient's peritoneal dialysis nurse (pdn) on the (B)(4) 2012, regarding the patient disconnecting, draining into the tub, and reconnecting. The pdn stated the patient did not make her aware of these events. The pdn stated that as far as she knew the patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.